Manufacturer narrative:
The motor charger board was returned to the manufacturer for analysis. The motor charger board was bench tested. The board passed visual inspection. Appropriate led's are lit and there are no leaking capacitors. Functional output testing verified all outputs were within acceptable parameters. Installed motor charger board in a test system. The system charged, readied and all motion functioned as expected. 2d and 3d imaging were successful. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and found the root cause of the reported issue to be a malfunctioning motor battery charger board and motion batteries. The parts were replaced and the issue was resolved. Part return has been requested. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A site representative reported that the imaging system battery levels dropped quickly after unplugging it from the wall. The system displayed "plug in immediately" once unplugged. This was discovered outside of any patient involvement. No additional details were provided.